Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was reported to have been discarded. Without the device evaluation, a cause for the reported device malfunction could not be determined. A specific mode of device failure was not reported in this case; however, an undesirable procedural event that results in an inability to achieve hemostasis causes a loss of blood and may require blood transfusion. This includes, but is not limited to patient anatomy, user technique and manufacturing. The information provided by the customer is limited and does not allow for assigning a contributing factor to the experienced event. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number was not reported and the device was not returned. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician, trained in the use of the prostar xl, attempted arteriotomy closure of the common femoral artery after implantation of a non-abbott aortic valve prothesis. Reportedly, an unspecified device malfunction occurred. The patient was taken to surgery and required transfusion of 8 units of blood. There was no adverse patient sequela reported and the patient was discharged from the hospital. Though requested, no additional information was provided.